Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer was not wearing the device at time of hospitalization. Customer was found unconscious on the bed. Customer fell asleep while trying to change the set. After troubleshooting, customer will not be returning the device for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked reservoir tube lip. (B)(4).